Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged during a device upgrade. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.